Event description:
An aneurx stent graft was implanted in a patient for the endovascular treatment of a 4.9 cm abdominal aortic aneurysm approximately 3.5 months ago. Vessel morphology was reported as mild tortuosity and moderate calcification. The aortic neck was straight, 35 mm in length, and 22 to 23 mm in diameter. It was reported that the aneurx stent graft was implanted without issues. However, approximately 3.5 weeks post-implantation, the patient expired unexpectedly following complications from surgery at a different hospital. It was reported that the patient had a history of a systemic clotting issue, and no further information about the cause of death will be available.

Manufacturer narrative:
(B) (4). Evaluation results: (death), (systemic clotting issue).